Event description:
Customer reported a button error alarm. The blood glucose reading is 100 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.